Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps exhibited irregular movements and a partial rupture of the steel fiber was observed. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the failure was related to an inability to move the instrument at all. The clamp stopped moving normally, one of the cables broke completely, causing the clamp to stop. The movements scaled appropriately and the surgeon performed the procedure according to the needs of the surgery. The clamp stopped moving sideways. The customer noticed a slowing down in the movements before stopping completely. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.